Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, customer acknowledged alarm and resumed insulin therapy. Additionally, it was reported that the battery gauge was fluctuating. Customer's blood glucose lever was approximately 200 mg/dl. The customer continued to use the pump for insulin therapy.